Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. There was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The sample was not returned, therefore, the condition of the product could not be verified. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device (gfd) implant procedure, iris incarceration and synechia were observed. The gfd was removed and a trabeculectomy was performed in a second surgery. The sample is not available. Prior to the gfd implant procedure, the patient had minor angle closure glaucoma but was diagnosed with mixed glaucoma when the surgeon was able to secure enough space by performing a goniosynechialysis.